Manufacturer narrative:
Additional event site telephone number (B)(6). Updated fields: b4, g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions, component code), h11, e1 (initial reporter), g1 (contact person ¿ mfg site). Corrected field: h6 (medical device ¿ problem code). A getinge field service engineer (fse) was dispatched to evaluate the unit. During inspection, the fse addressed the display flickering issue by opening the monitor assembly, reconnecting the internal display cables, and verifying proper connections, after which the display functioned normally. For the battery charging issue, the fse opened the unit and reconnected both the batteries and the power management board; however, the issue persisted. Subsequently, the power management board was replaced. After replacement, battery charging functionality was restored. The software was then uploaded, and the system was powered on and tested using a demo balloon and trainer. The unit was verified to be operating correctly and was deemed ready for use.

Manufacturer narrative:
Due to character limitation event site full name :(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use cardiosave intra-aortic balloon pump (iabp) had display flickering issue and battery not charging issue . There was no patient involvement and no harm reported.